Event description:
A us distributor contacted zoll to report that a patient developed a yeast infection under the lifevest equipment. Patient described the area as an infection from digging under the breast area. There was no alleged device malfunction contributing to the infection. The patient reported reaching out to physician, but there is no indication of medical intervention. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.